Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent surgery. Right after anesthetic was given and a magnet was placed on the device, but prior to the use of cautery, the patient was asystolic. The magnet was removed and chest compressions were performed. A pulse was noted; however, the physician indicated that the patient suffered a brain injury due to the lack of oxygen. It was noted that the device was checked by the cardiologist and functioned appropriately. Technical services (ts) discussed the possibility of temporary loss of capture due to the medication or infarct as well as the possibility of undersensing fine ventricular fibrillation (vf). Ts reiterated that the magnet only causes the device to beep, the magnet will not force or effect pacing. Ts requested a memory dump be performed and submitted to confirm device function. Additional information was requested; however no further information is currently available.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.